Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a banding procedure performed on (B)(6) 2021. During the procedure, the first two bands were released successfully. The handle was turned but the remaining bands would not deploy. The device was removed and it was noted that one band was tangled with another in the ligator head. The same issue happened with the second speedband superview super 7 device, and the procedure was completed with a different device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.